Event description:
Routine complaint investigation of a customer citing an incorrect calibration code stored in their meter's memory. The incorrect calibration code, if used to perform an assay, could result in readings 20% higher for both low and high levels and therefore, is considered clinically significant. These results under certain conditions. Could have adverse clinical effects. No injuries were reported in the field.